Event description:
A malfunction was reported by a caller regarding their pump. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections as a backup therapy until the new pump arrives. The customer was informed that the replacement pump would have updated software, and they were instructed on how to put the malfunctioning pump into storage mode. Instructions were also given for returning the faulty pump to avoid charges. The customer acknowledged these instructions and agreed to return the pump promptly.